Event description:
The reporter stated that the surgeon inserted a 12.0 mm icm120va implantable collamer lens in 2005. The reporter indicates that the patient is experiencing secondary glaucoma due to excessive vault. The lens remains implanted. An exchange for a smaller lens is planned.